Manufacturer narrative:
The returned driver shaft was evaluated. The tip was found to have fractured off. The cause cannot be determined since the mating torque limiting handle was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver fractured during surgery while trying to remove a previously installed blocker. The blocker was being removed in order to adjust the location of the pedicle screw. The broken tip of the driver was stuck within the blocker so an alternative method was used to remove the blocker and tip remnant. This caused a delay of greater than 30 minutes but there were no reports of patient impacts associated with the delay.